Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that right ventricular (rv) lead was explanted and replaced due to out of range, high voltage lead impedance (hvli). The patient was stable before and after the procedure.

Event description:
New information received notes that the high voltage lead impedance was high.